Manufacturer narrative:
Sate sent to FDA: 7/1/2018 additional information. Additional narrative: it was reported that she experienced pain and erosion of her internal bodily tissue following the procedure. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2016 and mesh was implanted. It was reported that she experienced undisclosed injuries.  No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/05/2019.